Event description:
In 2009, the patient called to report that in 2008, although she loved our product, she discontinued the use of her CPAP pro due to the development of severe intermittent pain in her jaw, ear and throat. The patient had been using our product since nine months prior with no problems when this condition developed. Her doctor suspected that the boil & bite mouthpiece may have aggravated her pre-existing tmj condition. With follow-up, the patient stated she had taken 3 different antibiotics, which had helped with her sore throat, but the tmj and ear pain remained and worsened. The patient had been referred to an ear nose and throat specialist and was diagnosed with arthritis in her tmj. As of 2009, her tmj was still painful. A disclaimer is enclosed with each CPAP pro sold, stating if you have a pre-existing condition of tmj do not use CPAP pro without consulting your physician. The patient did discuss using the CPAP pro with her dentist prior to use and he saw no expected problem with using the CPAP pro.